Event description:
It was reported that, during a plate procedure surgery, a evos small 2.5mm drill w/ao qc short snapped whilst drilling for a screw at the lesser troch level. Drill tip was protruding so a separate surgical approach was required to remove the drill bit. The procedure was performed, after a greater than 30 min delay, using an equivalent s+n back-up. No further complications were reported.